Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found some of the staples were malformed. The blade of the device could not be recoiled. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Firing trigger teeth. Evaluation summary: the analysis results found that the tsb45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.